Event description:
International customer reported that the mesh delaminated during a laparoscopic hernia repair. The event occurred midway through implantation procedure while tacking the device. The device was removed and exchanged with a device from a different lot number. No adverse patient consequences were reported.

Manufacturer narrative:
Delamination - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.